Manufacturer narrative:
Device received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 and unable to perform the displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test, rewind test due to critical pump error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error and open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.